Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient stopped receiving therapy efficacy and noticed symptoms of baclofen withdrawal. She stated "itchy, bitchy, twitchy". She went to healthcare provider in late june and they increased her pump settings and tried to give her personal therapy manager ptm boluses. This did not work and she supplemented with po baclofen. A successful side port aspiration was performed. Surgery was performed to replaced the catheter. The majority of the catheter was explanted but partial remains in the flank area, they were unable to remove.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Other medical products in use during the event include: brand name: indura, product ID: 8709sc (lot: n273940006), product type: 0184-catheter, implant date: (B)(6) 2011, explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.